Event description:
It was reported that the patient had a break in aseptic technique further described as the patient made a mistake and tried performing a continuous ambulatory peritoneal dialysis (pd) therapy without proper training from the baxter clinical coordinator while using unknown baxter pd disposables, which caused peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. The patient was treated with vencogen (1gm, ip, frequency not reported). At the time of this report, the patient was still in the hospital. The patient outcome was unknown. It was not reported if the patient was trained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.